Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited cord ripped under camera boot and the outside of cord felt like it slide too easy around core of cord. The issue occurred during reprocessing. There were no reports of patient involvement.